Event description:
The device was removed due to "proximal migration on left side". Additionally, it was reported that the surgeon was aware he "perforated the left corporal body at the time of implant". As reported to co, the entire malleable penile prosthesis was removed and replaced with a mentor 3-piece inflatable penile prosthesis. 12/10/96 - upon receipt of addl info from the physician/surgeon, he stated..."the device was removed due to proximal migration on the left side. Known perforation during dilation at the time of implantation and this may have contributed to this occurrence. The device migrated out of tunica and near left ischium."